Manufacturer narrative:
Additional manufacturer narrative: structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular dysfunction. Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the redo-avr is unknown, there has been no allegation of product malfunction or deficiency. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
It was learned that this patient with a 2700 23mm valve, with an unknown implant duration, underwent redo-avr due to unknown reasons. No other details available at this time.

Manufacturer narrative:
Reference CAPA-(B)(4).

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was learned that this patient with a 2700 23mm valve, implanted for approximately nine (9) years, underwent redo-avr in 07/2012 due to aortic stenosis.